Event description:
The following information was received via a voluntary medwatch report: (mw5150538) it was reported that the patient was experiencing a diminished range of motion following their scs cervical implant. The patient was also reportedly experiencing issues with their balance. It was reported that the patient died following an accident. It was not clear if the patient issue was directly related to the patient's cause of death.

Manufacturer narrative:
Section a4: weight information was not made available. Section b3: event date is unknown. Section e: the full initial reporter information was not made available. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5232952. A patient death was reported to abbott. The patient passed sometime after implantation procedure was completed. The cause of death is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.